Manufacturer narrative:
Upon further review, mw# 8010047-2021-03208 is a duplicate report of mw#8010047-2021-02881. This will be the final report for this medwatch. Moving forward, all information as it relates to this event will be captured under mw#8010047-2021-02881.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of a connection issue was confirmed as a faulty patient board set was discovered. Additionally, it was noted that the unit could use a software and switch type upgrade. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the connector of the evis exera iii video system center was not recognizing the 180 scope. There was no patient harm or consequence reported as a result of this event.